Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (resetting) has been confirmed. Upon investigation the battery charger/modem was resetting when a battery was inserted. The charger q202 component was shorted causing the faults. The root cause for the shorted component could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.